Manufacturer narrative:
The meter was returned for investigation. Several black lines/spots were visible on the meter's display. The lines/spots may partially cover the result value. This is immediately visible to the user. The flaw is visible after turning on the device and permanently exists. The display assembly is found to be defective. Per product labeling: "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact your roche representative." Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
While reporting issues with multiple meters, the initial reporter stated that there was an issue with the display of accu-chek inform ii meter serial number (B)(4). The result field of the display had lines across the display screen. The meter is still usable and a user could potentially misinterpret a result in the result field. No actual result misinterpretation took place.